Event description:
Additional information was received indicating that there was a loss of capture on the right ventricular (rv) lead prior to explant. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be fully extended and retracted. The full helix extension length was measured to be within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, inadequate capture on the right ventricular (rv) lead was noted. A dislodgement of the rv lead due to twiddler¿s syndrome was confirmed with x-ray. The rv lead was explanted to resolve the event. The patient was stable and will continued to be monitored.